Event description:
It was reported that during the hysteroscopy, in order to cut out the endometrial polyp, the tip of electrode exploded into few pieces inside of the uterus. A micrograsper was used to evacuate some of them. Because of pressure of liquid inside of the uterus, there is a chance that some of the pieces went through the tubes into the douglas pouch. It was reported that patient has no problems after surgery. As it cannot be excluded that some pieces remained in the patient's body, the case is deemed precautionary reportable. Note: the customer did not provide the article number of the affected device. It was only reported that it was a bipolar ball electrode 5 fr. Without further information it cannot be determined which is the exact article affected and if it was even a karl storz article.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).